Event description:
A false positive advia centaur troponin ultra result was obtained by the customer on a patient sample and considered discordant when compared to the repeat test result. The discordant sample was repeated on another advia centaur system and the result was negative. The discordant result was not reported. There was no known report of adverse health consequences due to the discordant advia centaur troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection and performed a total service call. The fse observed a slight leak and replaced the fittings associated with the wash separation tubing connector harness. The fse replaced the reagent probe 1 (rp1) and reagent probe 2 (rp2) diluters and probes and performed sample probe, incubator ring, aspiration probes, rp1 and rp2 alignments. A worn cuvette kicker solenoid was observed and replaced. The cause for the discordant result is unknown. There were no other discordant troponin results reported by the customer at the time of the incident. The customer's sample centrifuge time is three minutes and sample preparation may be a contributing cause. No conclusion can be drawn. The instrument is performing within specifications.